Event description:
It was reported that a patient experienced post-operative sensitivity after use of xeno iii bonding agent in a cord build-up procedure, the tooth ultimately required a root canal.

Manufacturer narrative:
Many factors contribute to occurrence of sensitivity such that no relationship to any one product or step of a procedure can be established. As such, the occurrence of sensitivity itself does not signify that the product malfunctioned. Though post-op sensitivity is a common occurrence in all phases of dentistry, is typically reversible in nature, and in the majority of cases will spontaneously resolve without medical/surgical intervention, it was reported that endodontic therapy was performed in this case. Further, because there have been previously reported events involving sensitivity that necessitated endodontic therapy after use of xeno iii, the possibility exists that the need for therapy in this case was related to use of the adhesive. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.